Event description:
Loosen wire at the proximal end of the guidewire. The report indicated that an atw steerable guidewire was used to successfully cross the lesion, then while attempting to cross the lesion with a balloon catheter, the physician felt an odd friction. Both, the balloon and the wire, were withdrawn from the patient and the physician identified a loosen wire at the proximal shaft. The friction occurred at the point where the wire was unraveled, consequently, the balloon catheter was not able to cross over the wire. The physician exchanged the device for another atw wire and the procedure was completed successfully without any injury to the patient. Additional information indicated that the intended procedure was a percutaneous coronary transluminal angioplasty (ptca) in the mid left anterior descending (lad). The target lesion was type b2 with moderate calcification and heavy tortuosity; the lesion length was 16mm and a reference diameter of 3.5mm.

Manufacturer narrative:
The product is available for evaluation; however, as of to date it has not been returned. Additional information will be submitted within 30 days upon receipt.